Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Vessel tortuosity was moderate. The size of the aneurysm is unk. It was reported that the physician attempted to implant the stent graft in a pt with neck angulation of 80-85 degrees. The device was implanted and within 10 minutes the device slipped into the aneurysm. It was reported the pt was a good candidate for open surgical repair. The physician elected to convert the pt to open surgical repair. The device was discarded by the user facility. No clinical sequelae were reported, and the pt is reported to be fine.